Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was damaged traces on the ribbon cable of the response button. In addition, the front response cover was missing. The root cause for the damaged traces could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's reponse buttons were non-functional.